Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 8184947. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A quality alert was issued for the defect of foreign matter with all applicable personnel notified. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: bd was not able to confirm the customer¿s indicated failure mode because no samples or photos were provided however, in a previous complaint with samples for this batch 8184947 was confirmed the failure mode of foreign matter and was made a quality alert #173 for an fm issue attached in this pr for reference. Quality records have been consulted for tracking and trending purposes and the results indicates pretty low occurrence. Quality alert was performed with the purpose of notify the reported issue and to detect any similar issue. We will keep monitoring the manufacturing process in case any emerging trend is detected. Process fmea rm5785 and process eurap2053014 were reviewed and there are proper controls in place to detect product malfunctions. Root cause description: based on investigation results to date, root cause could not be determined. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time also the root cause was not identified, therefore, corrective and preventive actions were not implemented.

Event description:
It was reported that 500 connecta plus3 white blend OEM stopcocks were found "dirty" before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "500 products were dirty."